Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that there were signs of infection at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was diagnosed with an infection causing the ipg site to be uncomfortable. The patient was given oral antibiotics to address the infection. Consequently, surgical intervention was taken and the patient's ipg was repositioned.